Event description:
It was reported that during a tooth extraction the head of the bur broke in the patient's mouth. It was also reported that there was no patient or user injury. It was further reported that the surgery was delayed by three to five minutes and the procedure was completed successfully.

Manufacturer narrative:
The bur shank subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur shank was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.